Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle had not retracted, after wearing the pod on the abdomen between 24 and 36 hours, indicating a failure of the needle mechanism. The blood glucose (bg) levels rose to 20 mmol/l (360 mg/dl).